Event description:
It was reported from (B)(6) that prior to surgery, it was observed that the drill attachment device stopped functioning while inserting 3.0 wires. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the jaws or ball bearings were damaged. The assignable root cause was determined to be due to damaged jaws or ball bearings from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.